Event description:
It was reported that the right ventricular lead exhibited intermittent capture. Microdislodgement was suspected. Attempts to reposition the lead were unsuccessful due to high thresholds. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.